Event description:
The customer reports that the insert is broken. There was no patient injury. On (B)(6) 2010, spd (B)(4) reported via telephone that no further information was available, no event report was filed, and patient contact could not be confirmed, no patient injury. This MDR filed only because, a complaint found on two year look back.

Manufacturer narrative:
This MDR filed only because a complaint found on two year look back. To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.